Event description:
A customer reported to baxter (B)(4) of a one-link needlefree IV connector in which customer observed blood refluxing on the red-port on the PICC. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "one-link needlefree IV connector in which customer observed blood refluxing on the red-port on the PICC" was not confirmed during sample evaluation. The sample was tested for blockage and for flow. No defect was observed and the sample was working within specification. Assignable root cause of the reported condition is unknown. A batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.